Event description:
Surgeon commented black fragments from the handle were falling onto the patient during impaction. Another identical device was immediately available and the case was completed as originally planned.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.